Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during da vinci-assisted partial nephrectomy surgical procedure, site contacted intuitive technical support engineer (tse) to report a recoverable fault on universal surgical manipulator (usm) 1 during the procedure and were forced to disable the usm. Site lost two minutes while clamped due to the issue. The site completed the procedure. Tse had site perform hard reboot with no change. Tse had site reboot the system with a trocar installed on usm 1 with no change. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the reported 1162 error was confirmed and replicated. In logs, the 1162 error was found indicating a magnetic cannula sensor fault report by the acs board pointing towards the acsc pca, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed on a golden system where the 1162 error was triggered indicating fault on the acsc pca, replicating the reported event. The usm was then installed onto a pftp where the insertion buttons and led brightness tests were found to be failing on the acsc pca. Once testing was completed, the acsc pca was aba tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the acsc pca was found to be the root cause of the reported event. The complaint was confirmed by failure analysis. The probable root cause is attributed to operational defect of the usm.

Event description:
Refer to h11 for follow-up information.